Event description:
During routine stocking of the shelves, the inventory staff noticed brown discoloration of the dust cover on the 16 fr foley kits produced by lsl (item 1620m) and received through cardinal prime vendor. Lot # 003154 exp 11/2012. The stock was reviewed and this lot number sequestered. Since the initial finding, inventory staff requested replacement through the cardinal prime vendor, however, the replacement stock was the same lot number and similar discoloration can be found on other cases associated with this lot number. We are working with the prime vendor to return 4 cases at this time.